Event description:
It was reported that the device under delivered. The device beeped and displayed infusion complete, but the medication was not done. The infusion was restarted but it happened again. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.